Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power supply, fan, and multi output transformer were replaced. The system was tested and is operating as intended.

Event description:
The customer reported an interlocks open error message displayed on the generator on the 9900 system. No patient injury was reported.